Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa k.g (oekg) there was the possibility that this phenomenon was attributed to the bending tube breakage. The exact cause of the breakage could not be conclusively determined. However, there was the possibility that the breakage was attributed to inappropriate handling of the device by the user.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) (oekg) and found that the internal metal part had been exposed from the bending section of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.